Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient suffered symptoms including but not limited to pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, and lack of mobility. **update** 1/22/2012 - medical records were received. The revision operative report indicates that there was some burnishing at the head and neck junction. Additionally noted that the patient had elevated metal ion levels.